Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
Patient reported experiencing redness, tears, pain, inflammation and irritation that lasted for several days, as well as alleged infection in both eyes (ou). Good faith efforts have been made to obtain medical information without success. This event is being reported out of abundance of caution due to the allegations of an eye infection, incomplete diagnosis, lack of medical information, and unknown resolution.